Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens (model zxr00, +21.5 diopter) was explanted in secondary procedure from patient¿s operative eye because of retina issue. Doctor confirmed that there was no lens issue and it was patient¿s retina issue. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed that the returned lens was damaged at the edge of the optic area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.